Manufacturer narrative:
The customer reported that a pt admitted for a 2nd degree burn had his saturation level dropped to low 20s and the monitor did not alarm and the spo2 waveform was showing as normal. Based on the available info, the preliminary investigation and alarm logs show that the monitor did alarm at the date and time the customer provided. The alarm logs are fully consistent with the alarm being acknowledged at the central station monitor and with reminder alarms ringing 3x at approx 3 min intervals. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that an spo2 alarm did not sound when the saturation level dropped below set level.